Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70 serial/lot: (B)(4) description: infinion tm cx 70 cm lead.

Event description:
A report was received that the patient had a heart attack and passed away the day after she had the scs system replaced with a competitors device. The patient was not implanted with bscs scs devices at the time she passed away. It is unknown if the patients passing was device or procedure related.

Manufacturer narrative:
Additional information was received that the physician assessed the death was not device related and that nothing occurred during the revision procedure that caused or contributed to the event. However, the cause is unknown. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a heart attack and passed away the day after she had the scs system replaced with a competitors device. The patient was not implanted with bscs scs devices at the time she passed away. It is unknown if the patients passing was device or procedure related.